Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-dec-2022. The most recent information was received on 03-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("severe joint and muscle pain that intensifies over time") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced musculoskeletal pain (seriousness criterion medically important), abdominal pain upper ("stomach aches"), alopecia ("hair loss") and immunodeficiency ("weakened immune system"). An unknown time later she experienced fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain had not resolved. The outcomes for abdominal pain upper, alopecia, immunodeficiency and fatigue were unknown. No causality assessment was received for essure with regard to abdominal pain upper, musculoskeletal pain, alopecia, immunodeficiency or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 28-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("severe joint and muscle pain that intensifies over time") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced musculoskeletal pain (seriousness criterion medically important), abdominal pain upper ("stomach aches"), alopecia ("hair loss") and immunodeficiency ("weakened immune system"). An unknown time later she experienced fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain had not resolved. The outcomes for abdominal pain upper, alopecia, immunodeficiency and fatigue were unknown. No causality assessment was received for essure with regard to abdominal pain upper, musculoskeletal pain, alopecia, immunodeficiency or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. The most recent follow-up information incorporated above includes data received on: 28-dec-2022: initial plus follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.